Event description:
The physician's office reported that at the patient's last visit on (B)(6) 2014 the clinic notes indicate an increase in seizures. It was noted that the device output current was increased to 1.5ma and the plan was to see if this helped decrease the seizures. The patient has not yet been seen again. No device diagnostic results were available.

Manufacturer narrative:
.

Event description:
It was reported that the vns patient was experiencing an increase in seizures above baseline levels for the past three years. The patient¿s gtc seizures had increased from one seizure per month to two seizures per month. The patient¿s medications were subsequently adjusted. It was noted that the patient¿s absence seizures had decreased and that magnet mode stimulation stopped the patient¿s seizures and shortened her post-ictal period. Attempts for additional relevant information have been unsuccessful to date.